Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided. Section e1: reporter: first/given name: unknown/ not provided. Section e1: reporter: middle name: unknown/ not provided. Section e1: reporter: last name: unknown/ not provided. Section e1: reporter: email address: unknown/ not provided. Section e1: reporter: address: address - line 2: unknown/ not provided. Section e1: reporter: address: state, province, or territory: unknown/ not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient underwent cataract surgery on (B)(6) 2026, with implantation of odyssey intraocular lens (iol) in the right eye. Postoperative refraction was measured at -2.00 -0.75 × 155. The patient began experiencing severe glare and halos starting from postoperative day 8, with no complaints prior to that time. These visual disturbances persisted through postoperative day 13, prompting the physician to perform a lens exchange to vivity on (B)(6) 2024. The patient has a history of post-laser-assisted intrastromal keratomileusis (lasik) surgery. It was noted that postoperative refraction results based on automated refractive keratometry (ark) may be unreliable in such cases. Corneal topography revealed a relatively high root mean square value of 1.7, which can contribute to increased night-time visual disturbances such as glare and halos. The event was identified during a postoperative examination. The physician and clinic staff were advised to perform manifest refraction in future cases if postoperative complaints arise. No further information was provided.